Manufacturer narrative:
(B)(4). The equipment was received in vyaire facility for evaluation. Service tech was able to verify customer reported complaint "failed flow." During bench testing. Ventilator alarmed failed fs during investigation at patient circuit leak test. Exhalation module was causing the failure. Replaced exhalation module. Problem was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has "failed flow." The reporter confirmed that there is no patient involvement associated on this event.